Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer was using the same pump supplies for over 2 days with humalog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.". The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.